Event description:
Event description cpi received information that the physician was unable to interrogate the implantable cardioverter defibrillator (ICD) and no tones were obtained with the application of a magnet. It was further reported that the patient has not had a follow-up exam for two years. During the replacement surgery, it was noted that the insulation of the chronic endotak transvenous defibrillation lead was damaged and low impedance measurements were noted.